Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4).

Event description:
It was reported that a latino caucasian female who underwent an unknown breast surgery with a mentor memorygel, 175cc on the left side, and 200cc on the right side silicone prosthesis experienced auto immune issues, joint pain, pain in general, bloating, headaches, migraines, absolute no energy, bloating, weight gain post procedure. The patient mentioned that she does not heal, major complications after the surgery. As a result patient underwent bilateral removal with no replacement on (B)(6) 2020. This report relates to the left prosthesis.